Manufacturer narrative:
The deltamaxx will not be returned, therefore the root cause of the coils detachment difficulty cannot be determined. DHR: a review of the manufacturing documentation associated with this lot (c33597) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. UDI: (B)(4).

Event description:
The contact from the facility reported that a deltamaxx coil (cdx180520-30/c33597) could not be detached. The procedure was the trans venous embolization of the pulmonary arteriovenous malformation. The patient's details were not available. A coiling support (hi-lex corporation) was used for this procedure. Enpower detachment control boxes (dcb) and cables were used for the procedure. It was reported that the complaint deltamaxx was not detached when the physician pressed the detach button. The cable and the dcb were replaced with new devices, but to no avail. The deltamaxx was then replaced with another one with the different lot number and the microcoil was successfully detached. The procedure was successfully completed without further issues and there were no patient injury / complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The pre-deployment electrical check was not performed. There was no low battery light seen during the case. There was no fault light seen during the case. Upon pressing the power button all lights illuminated. The green system ready light illuminated. No visible damage was noted on the product prior to and after the event. During the detachment cycle the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without use of excessive force because the patient was a (B)(6) carrier, the complaint product has already been disposed. No further information is available.